Event description:
It was reported that the customer's insulin pump may be over delivering. Caller stated that the customer filled his reservoir last nigh and this morning the insulin pump was alarming low reservoir. Caller stated that the customer only bolused twice during the night and the reservoir was empty in the morning. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.